Manufacturer narrative:
Only visible inspection from the provided pictures possible, item was not sent back. The root cause could not finally be detected. A transport damage is very likely.

Event description:
"Customer service was contacted on (B)(6) by customer stating that the packaging of the steril skull pins has small holes in it."